Event description:
Patient reported left side rupture. Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior, crease fold and weight to the spec. A visual and microscopic analysis was performed which identified: puncture opening on anterior. Base on the device analysis the final assessment is: punctured assessed as surgical damage like.

Event description:
Device has been explanted.